Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver gablofen (baclofen) 2000mcg/ml at 1179mcg/day. It was reported that, per the doctor, the patient's dose had been escalating over the past 6 months with no improvement in spasticity. It was also reported that the patient had been increasing their baclofen over the last year. A catheter access port (cap) study was done on (B)(6) 2023. The catheter was able to be aspirated, however, the hcp was unable to visualize the catheter tip/dye layering. In regards to the cause of the inability to visualize the catheter tip, it was noted that the patient had severe scoliosis. It was impossible to visualize the catheter given the patient's spine and the presence of gas in their intestines, which affected the imaging, per the doctor. The patient was referred to neurosurgery for a catheter revision but, as of (B)(6) 2023. The revision had not been scheduled yet. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was also reported that the patient had an abandoned catheter also in the pocket. The date that the abandoned catheter occurred was unknown, however it was noted that the last catheter revision occurred on 2018-04-02. It was unknown why the catheter was abandoned, as it was done previously. The abandoned catheter serial number was not able to be visualized, but it was noted that the previously registered 8709sc catheter serial number was (B)(6). It was again reported that the patient was referred to neurosurgery for a consult and catheter revision/replacement that had not been scheduled yet. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.